Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals during a procedure that resulted in non-sustained ventricular tachycardia (nsvt) episodes. It was noted that a magnet was applied during the procedure. Technical services (ts) noted that the device was working as expected with the magnet. The device remains in use. No adverse patient effects were reported.